Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 4296 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had atrial undersensing during detection of atrial arrhythmia due to programming less than sensitivity safety margin. Additionally, the ipg had inacurate percentage atrial tachycardia/atrial fibrillation burden as well as atrial pacing during arrhythmia. The device remains in use. No patient complications have been reported as a result of this event.